Event description:
It was reported that this right ventricular (rv) lead had inconsistent lead impedances since 2018. At the most recent follow-up appointment the device was reprogrammed from bipolar to unipolar configuration. Additionally, a lead safety switch (lss) occurred which was due to high out-of-range pacing impedances and noise was observed on the rv lead when programmed in bipolar and unipolar. This rv lead remains in service. No adverse patient effects were reported.